Event description:
It was reported that the pump battery intermittently could not be charged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.